Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.3 had failed repeatedly. The field service engineer (fse) found that the side of the mini was hanging up on the side of the mini tray. The fse adjusted the side panel and verified that the drawer was no longer sticking. The fse ran tests on all drawers and found that drawer 1.14 would not latch back in. After unplugging it, the drawer latched properly. The fse then replaced the control unit, but the issue persisted. Upon further investigation, the fse found that the controller board available in inventory was not functioning. The fse confirmed that the customer had requested to use a drawer from another station located on one of the closed floors. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, its drawer was failed. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.